Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level and keypad anomaly. Blood glucose level at the time of the incident was 400 mg/dl and treated with manual injection. Customer was advised discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be replaced and customer will return the product for analysis.